Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 at the (B)(6). The patient's blood glucose levels rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent and was suspected to be occluded. Reported symptoms included vomiting, frequent urination, body aches and pain, and dry mouth. The patient received intravenous fluids along with unspecified treatment for dka. The pod was removed at the hospital and a new pod was placed. The patient was released the same day, after approximately 12 hours.